Manufacturer narrative:
Additional informaiton: b5 - reported as; healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced lens implanted upside down. The lens was explanted with no patient injury. A replacement lens was later implanted. - report as - healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced lens implanted upside down. In a separate visit the lens was exchanged for a replacement lens and the problem was resolved. H6 health effect - impact code (f): reported as 4627 - report as 4629. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced lens implanted upside down. The lens was explanted with no patient injury. A replacement lens was later implanted.